Event description:
The patient reported that the pod terminated with a hazard alarm after about 20 hours of wear. As he had no other pod or any back up method of insulin delivery with him, he removed residual insulin from the device and injected himself with 4-5 units of apidra. He did report his blood glucose measurement at the time of this injection. He reported that his bg subsequently went down to 12 or 13 mg/dl. He lost consciousness and an ambulance was called. He was admitted to the hospital for 5-6 hours. He is unsure what treatment he received. He also stated that he had a seizure while unconscious which resulted in an injury to his leg, but he did not specify the nature of the injury.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer reported that the pod terminated in a hazard alarm, a safety feature not considered a malfunction. The omnipod user guide cautions to "keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include several new, sealed pods; a vial of rapid-acting u-100 insulin; syringes for injecting insulin; and instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted," and advises "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often." Qualification records were reviewed and the product lot met all acceptance criteria.